Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: correction: manufacturing facility: (B)(4). It should be noted these records were received through a pfs. Formal litigation hasn¿t been filed yet, so this complaint isn't legal. Pfs alleges pain , loosening,and mobility problems. After review of the medical records the patient was implanted on (B)(6) 1993. She was revised on (B)(6) 2005 due to a loose cup, catching/popping noises, poly wear, and metallosis. The revision operative note confirmed loosening of the cup as there was no bony growth so the cup and 2 screws are being reported. The operative note also stated the 2 screws were broken. The liner is being reported for poly wear. It is reasonable to conclude the metallosis is secondary to the poly wear. Doi: (B)(6) 1993; dor: (B)(6) 2005 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the available information, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. It should be noted these records were received through a pfs. Formal litigation hasn¿t been filed yet, so this complaint is not legal. Pfs alleges pain, loosening,and mobility problems. After review of the medical records the patient was implanted on (B)(6) 1993. She was revised on (B)(6) 2005 due to a loose cup, catching/popping noises, poly wear, and metallosis. The revision operative note confirmed loosening of the cup as there was no bony growth so the cup and 2 screws are being reported. The operative note also stated the 2 screws were broken. The liner is being reported for poly wear. It is reasonable to conclude the metallosis is secondary to the poly wear.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.